Event description:
It was reported to philips that the system's footswitch was unable to trigger x-rays. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred undergoing planned coronary treatment. The procedure was completed as planned. It was reported to philips that the wired footswitch was unable to trigger x-ray. Review of the logfile shows multiple 'footswitch signals' related issues showing malfunctioning footswitch or damaged footswitch cables. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and the customer reported that the wired footswitch could not take pictures. The rse found deterioration of the contact of the footswitch. The philips field service engineer (fse) checked the system onsite and found that even after pressing the imaging pedal on the foot switch in the laboratory, an exposure not possible message appears. On further troubleshooting, fse confirms that there were symptoms that sometimes footswitch unable to take pictures because of the microswitch fault inside the foot pedal. To resolve the issue, the fse replaced the footswitch. After repairs, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure completed as planned by using the same system. This is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.